Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the iabp unit involved in this reported event. The getinge field service engineer (fse) advised that the local distributor's engineer performed service repairs to the unit involved in this reported event. Based on the available at this time, the engineer evaluated the iabp unit and was able to reproduce the reported issue. The engineer resolved the issue by replacing the keypad controller. The engineer then confirmed that the function of the new parts were okay. The engineer performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that before use, the keyboard of the cs100 intra-aortic balloon pump (iabp) was functioning abnormal. Additionally, the iabp unit was malfunctioning and distributor was not able to enter the iabp in engineering mode then unit shut down unexpected. There was no patient involvement, and no adverse event reported.